Manufacturer narrative:
Device evaluation of battery charger (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the charger would not power on. Upon evaluation, the jtag table board was shorted. The cause of the inability to power on is the shorted board. The root cause of the shorted board cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a battery charger indicating that it would not power on.